Manufacturer narrative:
Insulin pump received with pump error 38 during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were unable to clear the alarm and unable to rewind the insulin pump. The insulin pump will be returned for the analysis.